Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to charge his scs ipg and is experiencing loss of stimulation. It was also reported prior to the loss of stimulation, the scs ipg was functioning normally. Follow-up identified the issue was confirmed by a sjm representative. Surgical intervention will be taken at a later date to address the issue.